Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and motor test. No unexpected motor error alarm noted during testing. Drive/motor was inspected and no drive/motor anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump piston does not stop and empties reservoir during priming. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.